Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices confirms the reported liner disassociation and liner/ceramic head fracture. Evidence found confirms femoral stem/acetabular cup impingement. Wear found on the femoral head and matching acetabular cup damage confirms the femoral head was eccentrically loading the acetabular cup. The returned liner also shows signs of unusual wear, four of the ards have been fractured, further indicating the eccentric loading. Wear patterns on the returned liner indicate the neck of the stem may have been impinging the cup/ liner. It is further hypnotized that because the ards were broken from the contact of the neck of the stem on the liner, then the excessive load may have caused the liner disassociation. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays and photography confirms liner disassociation and subsequent femoral head eccentric loading. The cup has been placed at a steep inclination with little to no anteversion applied. The could increase wear, liner rim fracture, possibility of disassociation, as well as the risk of impingement between the stem and cup in flexion. The investigation can draw no further conclusions with the information provided. The complaint states the liner had excessive wear. The investigation has found no product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was observed a excessive wear of the polyethylene insert in less than 4 years since its implantation, in a patient of (B)(6) (age when she was intervened), patient do not have overweight, not high physical activity,...) Which has resulted in wear and weakening of the ceramic head, to articulate this directly with the metal acetabular component, and the explosion of the head of the ceramic to cause the fall of the patient, explosion due to direct impact between ceramic and metal acetabular component, and as a consequence of the above, further damage to the femoral stem neck cone, which has forced to submit the patient to a total hip replacement (femoral stem and acetabular component) due to the severe damage caused described, it was not possible to solve the problem only with a new insert of polyethylene and a new head.